Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the filament regulator pcb and completed calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has an intermittent filament regulator failure. It was mentioned that this problem was very intermittent and unit would continue to fluoro. There were no report of patient injury.